Event description:
It was reported via the physician's clinic notes that the patient had a "history aspiration pneumonia from encephalopathy and possible high vns [settings]." No additional relevant information has been received to date.